Event description:
Reportedly, the instrument did not place properly formed staples on the stomach tissue. The surgeon then decided to convert the procedure to an open surgery to complete the anastomosis with a new instrument and complete the case without further incident. Procedure: laparoscopic gastric bypass, patient status: no patient injury reported.